Event description:
Patient reported they provided a letter of recommendation from their dentist. In the letter the dentist recommended the patient to cease treatment. The patient's teeth are not tracking and they are experiencing pain since starting treatment. The patient will be evaluated in the dentist office for future supervised orthodontic treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.